Event description:
It was reported that patient received an alert for possible output circuit damage. Device would no longer deliver therapy. Possible lead issue suspected. The system was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.